Manufacturer narrative:
Two actual devices were received for evaluation. Visual inspection was performed and revealed one of the returned devices to have particulate matter present. The reported condition was verified for one vial; the cause was not determined. A nonconformance has been opened to address this issue. The reported issue was not verified for the second vial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with two vial-mate reconstitution devices. The reporter stated that coring of a fresenius kabi vancomycin vial stopper was observed. The diluent was 0.9% sodium chloride injection in a 250 ml viaflex plastic container. The reporter stated particles of the rubber vial stopper were observed floating in the finished bag by the nursing staff while admixing the product prior to patient administration. There was no patient involvement. No additional information is available.